Manufacturer narrative:
Device evaluation summary - x-ray demonstrated heavy calcification on all three leaflets, commissure 1 bent, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 2 had two tears of 7mm along the free margin and 4mm near commissure 3. Leaflet 3 had a tear of 5mm near commissure 3. Calcification was evident near the tears. Leaflets were observed to be stiff due to calcification. Incidental findings: the sewing ring was cut near commissure 1. The wireform was exposed at all three commissures and near leaflet 1 at the inflow aspect. Returned with the valve was a fragment of host tissue and suture. Calcification was evident on the fragment. The reported stenosis was confirmed as secondary to host tissue and calcification of the valve leaflets. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve that was explanted after an implant duration of 13 years, 10 months due to stenosis secondary to leaflet stiffening, immobility and calcification. The patient was implanted with another 23mm edwards magna valve. The patient was reported as doing well in stable condition. The device was returned for evaluation.